Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a hip revision approximately 6 years post implantation due to recurrent dislocation. It was confirmed with the surgeon that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: e-poly 40mm +3 hi-wall lnr sz24, item: ep-108524, lot: 034090. G2: foreign ¿ australia. H6: proposed component code: mechanical (g04) - head. The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.